Manufacturer narrative:
A ge service rep performed an on site investigation. The power plug connection was evaluated and reseated. The system was tested, found to be working as intended and returned to service.

Event description:
The customer reported that the system locked up during use. No patient serious injury or death was reported related to this event.